Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor started shooting sparks when put in a different outlet. Tried moving outlet, stopped troubleshooting after caller saw sparks from the monitor. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.